Event description:
The customer reported that while the unit was in use on a pt in transport, the unit failed to display an ECG waveform or trigger ECG. Therapy was continued and the customer used the pressure trigger during transport. No pt injury was reported.